Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: were any noises heard such as whistling or hissing? ---no information. If so, did the noise prevent insufflation? ---no information. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---no. What was the gas consumption rate or volume (liter/minute)? ---no information. Were you able to identify where the leak was coming from? ---valve.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # h9217h, expiration date: 07/2016, manufacturing date: 08/2011. The analysis results found that device (c) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # h9216p, expiration date: 07/2016, manufacturing date: 08/2011.

Manufacturer narrative:
(B)(4). Additional information: devices: d and f - lot # h9217h, manufacturing date: 08/2011, expiration date: 07/2016. Devices: e and h - lot # h9217h, manufacturing date: 08/2011, expiration date: 07/2016. Device: g - lot # h91z8p, manufacturing date: 08/2011, expiration date: 07/2016. Conclusion: the analysis results found that device (d) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that device (e) was returned in good condition and in its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that device (f) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that device (g) was returned in good condition and in its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that device (h) was returned in good condition and in its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap sigmoidectomy, air often leaked from the devices. The devices were used as-is to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.